Event description:
It was reported that a male pt underwent surgery in '07 with posterior fixation at l3-5 and interbody device at l4-5. Post-op x-rays revealed a broken rod at left l3. The pt is asymptomatic and no revision surgery is planned. No pt complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. No revision surgery has taken place and the device remains implanted. Evaluation of post-op x-rays confirmed the rod breakage. A review of the device history records for lots at2007010544 and at2007010545 revealed no non-conformances to specification. Unable to determine cause of the event.